Event description:
Became aware of recall of my philips dreamstation CPAP device via news media. Philips failed to contact me. I then contacted philips. Philips confirmed that my device was on recall list. I registered for replacement on their website. It took months to get a reply. Unfortunately, 18 months later, philips has failed to replace the unit. I had to purchase a new unit at my own expense. Getting a replacement from philips at this point is not that helpful. I would like to have reimbursement of my costs for the new machine I had to purchase. A person with sleep apnea cannot be without a machine for that long.